Event description:
During case, surgeon noticed a small white paper/plastic in patient's abdomen. After removing it, it appeared to be a small piece of plastic. At that time, surgeon, cfa, surgical tech student started to inspect all equipment to try and see where the plastic came from. Cfa then noticed that a piece of plastic was missing from the scope warmer/cleaner.